Event description:
It was reported that the 9800 system had no image when the cradle was moved during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The reported issue is currently under investigation.